Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Total hip arthroplasty. Acetabular cup abnormal steep lateral angle of inclination is a risk factor for hip dislocation. Cannot exclude loosening of the acetabular cup and osteolysis of the acetabular roof, as reported above. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 110010263 lot# 7499300 g7 osseoti multihole 50mm d. Cat# 00625006525 lot# j7633718 bone screw self-tapping 6.5 mm dia. 25 mm length. Cat# 00625006515 lot# 64596056 bone screw self-tapping 6.5 mm dia. 15 mm length. Cat# 00625006520 lot# j7643022 bone screw self-tapping 6.5 mm dia. 20 mm length. Cat# 00625006530 lot# j7900452 bone screw self-tapping 6.5 mm dia. 20 mm length. Cat# 00625006515 lot# j7458207 bone screw self-tapping 6.5 mm dia. 15 mm length. Cat# 00625006520 lot# j7617986 bone screw self-tapping 6.5 mm dia. 20 mm length. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately two months later due to dislocation and cup malposition. The cup was retroverted. It was reported that no further information is available.